Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that (B)(6) years old man was operated in (B)(6), (B)(6) 2018. The surgeon was doing mtp-arthrodesis to the left forefoot and he was using variax foot plate ref (B)(4) for that. Surgeon drilled with the drill guide for the 2.7mm screws and using 2.0 drill. One locking screw, surgeon put to the plate did not lock. He had to change the plate to another one ref (B)(4) and operation was completed successfully. It took 15 minutes more time to do that surgery.

Event description:
It was reported that 55 years old man was operated in kymenlaakso ch (B)(6)2018 . The surgeon was doing mtp-arthrodesis to the left forefoot and he was using variax foot plate ref 40-15014 for that. Surgeon drilled with the drill guide for the 2.7mm screws and using 2.0 drill. One locking screw, surgeon put to the plate did not lock. He had to change the plate to another one ref 40-15041 and operation was completed successfully. It took 15 minutes more time to do that surgery.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.